Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with a catheter was unsuccessful. Another filter was successfully placed without pt complications. A delivery system in the released position was received, evaluated and retained by this MFR. No problems or defects were noted with the returned device. The filter remains implanted in the pt. It was indicated continual flushing of the carrier system during the implant procedure was not performed which the co believes may have contributed to this event. The co's directions for use state: "do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe...the introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure. Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."